Event description:
Follow-up revealed the replacement ipg resolved the patient's issue.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number is included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has been experiencing pain/discomfort and a burning sensation at the ipg site while attempting to recharge. It was also reported the patient has been experiencing an inability of the charging system communicating with the ipg. Troubleshooting attempts were unable to provide resolution along with the use of a replacement charging system. As a result, the patient's ipg was explanted and replaced (with a different model).